Manufacturer narrative:
Product was not returned for review. Review of the device history record did not indicate an abnormalities that would contribute to the incident. A definitive root cause could not be drawn with the information available for this investigation.

Event description:
While placing screws for an si-joint fusion, steinmann pin broke, llaving and 8mm retained pin fragment. The pin tip could not be removed (fragment). It was near the nerve root. The patient had resulted ls neuropraxia and weak extensors of her foot as a result. Due to the location of the retained pin , it would be inadvisable to remove the pin.